Manufacturer narrative:
The date of event was sometime in (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. The patient received intravenous (IV) infusion therapy in nephrology department (further details not reported). The drugs used for treatment was unknown. At the time of this report, the patient has not yet recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but the reporter declined to provide further information about this event.